Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a falloff test. The cause for the failure was isolated to a cut in the cable connecting ECG "c" and ECG "d". The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode bet. The last pt to use this belt did not report any deficiencies.